Event description:
It was reported the device experienced material separation inside of the patient. The 100% stenosed, mildly tortuous, and moderately calcified target lesion located in the superficial femoral artery (sfa). A 2.1 mm jetstream xc catheter was selected to treat stent restenosis in the distal anterior tibial artery. During insertion, the device, in combination with a non-bsc 7 fr guide sheath and 0.014 thruway guidewire, failed to advance to the target lesion. Upon removal, material separation was noted on the middle section of the device's shaft. During the procedure, a break in the catheter occurred. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination showed multiple buckling to the sheath distal to the burst. The device showed a burst infusion sheath 49cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.